Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implant date unknown; 429888 lead, implant date unknown; 6935m62 lead, implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was removed due to complications that were not specified and they no longer had the system. No further patient complications have been reported as a result of this event.